Event description:
A precision twist transvaginal anchor system was used during a bladder neck suspension procedure. According to the complainant, during the procedure, the physician attempted to place the bone anchor into the back of the pubic bone. The physician noticed that, "the screw mechanism was grinding not spinning like it's supposed to." The case was completed with another precision twist transvaginal anchor system with no pt complications. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.